Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced ongoing "high" blood glucose levels. The customer administered manual injections. The event occurred over a year prior to the report date and tandem technical support was not contacted at the time of the reported issue; therefore, a system check was unable to be performed. Reportedly, the customer and the customer's healthcare provider believe a pump "malfunction" to be the cause of the issue, however the clinical diabetes educator (cde) believes the event occurred due to user error. During initial pump training, the auto-off alarm feature was disabled, however the customer turned the alarm on after training. Use error was unable to be confirmed. Reportedly, the cde performed additional pump training with the customer. The customer has manual injections available as alternate insulin therapy.